Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. During the procedure, the physician was initially very high with his needle approach. Since the patient's perineum was very short, the physician could only bring the needle down a few millimeters which was enough to reach the perirectal fat plane. Hydrodissection was difficult as the left lateral portion was difficult to separate in order to have a symmetrical placement. After crosschecks in both sagittal and axial views, the physician was content with placing the gel. After the procedure, it was reported that the gel appeared to have a nice symmetrical base to apex placement. After the procedure was completed, it was noted that the patient had blood on his penis. He requested to urinate, and voided into a urinal. Upon inspection it appeared that some gel was in his urine. The patient was treated with a urinary catheter for 5 days and an antibiotic. The patient was reported to have fully recovered. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.